Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer hospitalized due to high blood glucose and went to rehab. The customer¿s blood glucose level was 557 mg/dl. The customer experienced symptoms of high blood glucose value such as nausea, vomiting, difficulty breathing. The customer was using the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.